Event description:
Additional information was provided from a healthcare provider via a company representative stated that the patient did not think the pump was effective at relieving her pain despite many changes to the medication type and dose. There were no known environmental/e xternal/patient factors that may haveled or contributed to the issue. The physician moved the pump from the back to her abdomen recently and filled the pump with prialt during that surgery. However, changing the pump location and drug did not produce change in patient response to therapy. The patient requested to have pump removed. The physician removed the pump and tied off the catheter. The partial catheter and the pump were discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that results from the culture came back negative. At the follow up visit on (B)(6) 2025 the patient was doing well, and incisions were healing. No signs and symptoms of infection reported, event resolved.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen, bupivacaine 2.5 mg/ml, and diludid via an implanted pump for an unknown indication for use. The patient reported pocket pain that had never ceased since the pump was implanted in her left back. She reported that the current medication in the pump was not helping. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The physician reported that they had tried to increase the dose several times and the patient never felt like the increases worked to relieve her pain. The physician started a series of weaning in the dose to prepare for the revision. The patient expressed desire to move the pump to her abdomen and the physician agreed to move the pump location and try an entirely new medicine for her chronic pain. It was noted they changed the pump location. The physician noted some pus like fluid in the fatty tissue while dissecting the pump pocket. He obtained a culture. The catheter was easily aspirated. Removed pump segment of existing catheter and 1 cm of tip segment. Tunneled catheter to a new pocket in the abdomen. Attached new segment of 8784. The old medication from the pump was removed via aspiration of reservoir and priming of pump on the back table. The physician attached the catheter to the pump and placed it into new abdominal pocket. The side port aspiration was successful. The physician irrigated, added vancomycin powder and then surgically closed both pockets. The physician would follow up with the patient in one week. It was unknown if the issue was resolved at the time of the report. The patient¿s medical history included multiple sclerosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.